Event description:
It was reported that the gastrointestinal videoscope occasionally blacked out. The event occurred during a diagnostic procedure (upper screening examination) while the patient was under sedation. The intended procedure was completed using a same device. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: d8, h2, h3, h6, and h11. This supplemental report is being submitted to provide the results of the final investigation. A root cause could not be identified. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.